Manufacturer narrative:
Boston scientific technical services (ts) was contacted to address the physician's questions. A ts representative discussed that the only therapeutic feature that is disabled when the device reaches eri is rate response. Pacing therapy would still be available to the patient. Printouts were sent to boston scientific for further evaluation. A boston scientific engineer reviewed the data and confirmed that back in november, the battery gauge showed 25% of battery life while the estimated longevity was less than 6 months. However, this discrepancy would not have effected pacing therapy. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the eri declaration point to ensure a minimum of 3 months battery life between eri and eol. This device assessment of operating current, battery charge state, and revision of the eri declaration point may cause differences and fluctuations relative to previous programmer battery status indicators. There is no evidence that the device reaching eri caused or contributed to this patient's death. The device was discarded and will not be returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a patient follow up in (B)(6) 2010, this pacemaker had an estimated longevity of less than 6 months. The physician planned the next follow up for one year later. In (B)(6) 2011, the patient was hospitalized for cardiac decompensation. An interrogation of the device revealed that it had reached the elective replacement indicator (eri) one month earlier. This was the same time that the patient's health had started to deteriorate. Several days later, a revision was performed and this device was explanted and successfully replaced with a competitor's product. No additional adverse patient effects were reported due to the surgical procedure. However, the patient then died six days after the revision. The physician is asking if there is a relationship between the device reaching eri and the patient's cardiac decompensation as they occurred about the same time. Additional information from the field reported that on the day of the explant procedure, this patient was in second degree heart block. During a previous follow up the same month of the explant, the device was pacing in the ventricle following an atrial sense 55% of the time and pacing in the ventricle following an atrial pace 45 % of the time. An electrocardiogram recorded on the day of the device explant showed the patient with a paced heart rate of 60 ppm. This device had been programmed with a lower rate limit at 60 ppm. This patient has a history of second degree heart block and was bradycardia with a rate of 39 bpm prior to the device implantation back in 2005. It was also reported that the battery indicator during the follow up was above the eri marker, which may have resulted in a misinterpretation by the physician and was the reason the next follow up was scheduled for one year later.